Event description:
Pt mixed cassette at 10am & placed on pump. At midnight, pump alarmed low battery. Battery was changed. Pt took pump and cassette out at midnight, and the pump and cassette were attached and infusing. The following day at 10am, the pt took the pump out of his pouch and the cassette was not attached. Instructed the wife to withdraw the contents of the cassette. The cassette contained 42cc of flalan & it had infused properly, it should have contained 14cc. The 24 hour dose is 8bcc/24 hours. Pt experienced nausea and feeling of abdominal swelling. Md notified.